Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between january 25-26, 2025. H11: the device was received for evaluation. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition; however, the system level testing was performed on the returned samples, and the reported issue was identified. Functional testing was performed and an issue of leakage was observed or encountered during testing. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented, micro-volume inlet leaked where tube meets the connector (push-on/luer lock). This was observed during delivery using a compounder in the pharmacy. The inlet was connected to magnesium on port # 20. There was no patient involvement. No additional information is available.